Event description:
Customer reports to have noticed moisture inside reservoir before filling it. Customer reports to be able to see liquid moving inside of reservoir and o-ring. Customer states he did not clean reservoirs, reservoirs were not used as they were taken from packaging. Customer was advised to return reservoirs for analysis. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).